Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that following a lead revision procedure on (B)(6) 2010, drainage was coming from this paitent'swound site. The physician expressed concern regarding a suspected infection and the device was as close to eroding through the skin as possible but had not broken the skin. On (B)(6) 2010, a revision procedure was performed and the device was explanted. A new device was implanted in a sub-muscular position. A culture for bacteria was performed and they are monitoring for infection. No other adverse patient effects have been reported.